Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also reported their insulin pump would prompt them to rewind when the escape button was pressed. Customer stated they have pressed the escape button 10 times, but the issue persisted. Customer's blood glucose was 135 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.